Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer reported experiencing sweating, problems with speaking, feeling stressed and bad mood and was unable to self-treat, requiring treatment glucose in gel form and additional sugary supplements (drink, sweets) and food (sandwiches) provided by non-healthcare professional (non-hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. High glucose alarms were successfully activated. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. High and low glucose alarms was successfully receive during a similar configuration and was not able to reproduce the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer reported experiencing sweating, problems with speaking, feeling stressed and bad mood and was unable to self-treat, requiring treatment glucose in gel form and additional sugary supplements (drink, sweets) and food (sandwiches) provided by non-healthcare professional (non-hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.